Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 77mm abdominal aortic aneurysm. It was reported that a CT identified a type ia endoleak. Two days later the patient received treatment where endoanchors were used on the proximal side and the endoleak was resolved. The physician attributed the cause of the event was anatomy related due to calcification on the proximal neck. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.